Event description:
During endoscopic retrograde cholangiopancreatography (ercp) procedure the cook-medical oasis one action stent introduction system failed to work properly, and broke. This happened twice during the procedure, two separate devices. They are extremely difficult to position into the duct and fail to fully disengage and position. They coil up and break.